Event description:
The operator contacted the (B)(6) customer care center (ccc) and stated that the sample lid lock of a dimension vista 1500 instrument had been bypassed. There are no known reports of injury to laboratory personnel due to the bypassed sample lid lock.

Manufacturer narrative:
The customer contacted the (B)(6) customer care center (ccc). While troubleshooting with the customer, it was determined that an operator had placed tie wraps on the instrument to allow the sample lid lock to be bypassed. A (B)(6) customer service engineer (cse) was dispatched to the customer site. The cse removed the tie wraps and verified that the sample lid lock was working properly. The dimension vista system operator's guide states, "lid interlocks should not be bypassed" within a list of safety precautions. The cause of the sample lid lock being bypassed was a user error. This instrument is performing according to specifications. No further evaluation of the device is required.